Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2015 when she obtained a reading of 101mg/dl on the subject meter. The patient manages her diabetes with pills, diet and exercise and denied making any change to her usual diabetes management routine as a result of the alleged product issue, the patient was unable/unwilling to say if she developed any symptoms. On (B)(6) 2015, she attended emergency room (ER) and stated that she had obtained a blood glucose result of "around 59mg/dl" on a laboratory device. She also detailed that she was treated by a health care professional (hcp) with food and/or drink. During troubleshooting, it was established that the meter was set to the correct unit of measure the test strips were stored correctly and did not exceed their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.